Event description:
It was reported that there was a loss of image on the 9800 system during a case. Another c-arm was used to finish the case. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified a break in the interconnect cable. Interconnect cable replaced. The system was tested and found to be working as intended and placed back into service.